Manufacturer narrative:
The advantage test strips are the suspect product.

Event description:
Patient reported obtaining a blood glucose result of "lo" (< 10mg/dl) while using the advantage meter with advantage test strips. Patient stated, that he immediately retested blood glucose, using the advantage meter with comfort curve test strips, and obtained a result of 114mg/dl. Patient noted that, at the time the results were obtained, he was not exhibiting symptoms of hypoglycemia. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been on either strip vial. Technical support requested the return of the suspect product and replacement product was shipped. Advantage system: meter, advantage strip lot 522752 with expiration date 08/31/2004, comfort curve strip lot 549532 with expiration date 03/31/2008.